Manufacturer narrative:
Product event #(B)(4). Evaluation code (method): product returned for analysis and analysis is currently underway. (B)(4)

Manufacturer narrative:
Product event #(B)(6) testing performed: device packaging inspection: the plasmablade 4.0 was received inside a bubble wrap mailer envelope within a single plastic bag with no packaging to fill the negative space. Tyvek lid included with no other original packaging included. Device information matches the product event page listed in gch. Email with rga information print out enclosed device visual inspection: the device appears unused with no visible blood or tissue noted. Electrode has visible damage as evidenced by a nick of the blade coating on the front side. The blade coating is scratched so that the missing blade coating is peeled back on the electrode, figure # 1 and figure # 2. All components appear in place and intact. Both cut and coag buttons have a definitive tactile feel. Functional inspection: not applicable as the complaint is not related to activation of the device. Lhr review: (B)(4).

Event description:
During surgery-set up a plasmablade 4.0 device was opened and it was noticed that the tip had a small piece of the insulation coating that chipped off. Another device was opened and utilized without further incident. No patient impact.

Event description:
During surgery-set up a plasmablade 4.0 device was opened and it was noticed that the tip had a small piece of the insulation coating that chipped off. Another device was opened and utilized without further incident. No patient impact.